Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device was not locking properly. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearing was not functioning and bearing defective. It was also determined that the device failed pre-test check the saw performance, check the oscillation frequency, check of free movement, check the saw blade tool coupling and marking and labeling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/ misuse/ abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.